Manufacturer narrative:
Siemens has completed an investigation of the reported event. Although the root cause could not be determined definitively, it is most probable that the cause was due to improper servicing. During investigation it was detected that leaking occurred from the quick disconnect and was funneled down to the bottom right corner of the cabinet overnight. The problem resulted in the leakage of electro conductive cooling fluid onto the main distributor and caused a short circuit at the mains input and other system components. While the root cause could not be identified definitively, simulation was performed in the factory to reenact the situation communicated. As a result, it is most probable that the plugs were not attached properly during scheduled service. No damage to property or impact on the environment was identified. Smell and smoke may occur when arcing, however, the involved component is ul approved and housed in a fire proof cabinet. The system has been checked on site by a siemens service engineer and returned to clinical operation. No further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a system cabinet fire occurred on the artis zee floor system. The incident did not occur during a patient procedure and there is no report of impact to the state of health of any user or patient involved. No further details are available at this time.